Event description:
It was reported by a patient's family member that the patient died one month post implant. It was also reported that patient had felt discomfort from the pacemaker and there was "trauma around the area with blood forming around the upper shoulder and arm pit area." The family member further reported that the device had to be reprogrammed multiple times because "his heart wasn't behaving right." The cause of death has been requested but not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.